Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that visor was misaligned. The fe performed adjustments to the reader camera and created a new reference image to return the analyzer to expected operation. This customer has not logged any complaints regarding false positive results against this analyzer since this incident.

Event description:
The customer reported that the ortho provue analyzer incorrectly interpreted negative results. The customer indicated that the cards were brought to the service rack by the instrument for manual review. Through visual inspection of cards, the reactions appeared negative. Erroneous test results were not reported. If the incident were to recur undetected with blood grouping tests, it may lead to erroneous results and the possible transfusion of incompatible blood.